Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in the or for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. Lead was explanted.

Manufacturer narrative:
External insulation abrasion was noted at 10.9-11.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 12.9-13.2cm from the connector pin and at 37.9- 38.3cm, 38.8-39.0cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.1-8.0cm from the distal tip. The etfe coating was intact at all abrasion locations.